Event description:
During cardiopulmonary bypass, the heart lung console gas flow module unexpectedly lost calibration and the gas flow reportedly was reduced to zero. There were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation begun but conclusions have not been reached.